Event description:
Physician reported finding leaks in the middle of the catheter. Physician concluded that this was a result from a fall the pt experienced. No product returned. No report of device explantation. A follow up report will be sent when additional info is received.